Event description:
I purchased a malem bedwetting alarm for my son and on the first use it burnt him. He is now seeking medical help. Everything was correctly done from our side as we followed instructions stated in the manual, however the product is faulty. My (B)(6) son is suffering for no fault of his. I would like the FDA look into this soon. FDA safety report ID# (B)(4).